Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously low glucose (glucm) result generated by unicel dxc 600 synchron clinical system for one patient sample. The initial result was 27 mg/dl and the re-run result was 95 mg/dl. The results were not reported out of the laboratory. The test was repeated in duplicate and the results were 93 and 92mg/dl. The result of 93 mg/dl was reported. There was no effect to the patient or to the user.

Manufacturer narrative:
No system issue was reported by the customer. A root cause has not been determined for this event.